Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump was performed. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit was monitored and functioning properly. Pump passed the dat at 0.0875 inches. Unit care link and pump history was download successfully. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 03/30/2026 02:44:26.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 14000 (1.4 u) bolusamountdelivered: 14000 (1.4 u) the sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Harm reported with no reported allegation of a device malfunction not confirmed. Delivery anomaly-possible over delivery not confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia caused by under delivery. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with insulin pen. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, unk_sensor. Troubleshooting was partially performed and it was unknown if customer was using the auto mode/smartguard feature at the time of the event. Also, unknown if customer has been using the insulin pump system within 48hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a, unk_sensor. Mmt-1884 returned for analysis.